Event description:
Reporter alleged a patient was admitted into the emergency room at 1 pm and was tested on an unknown inform meter with a result of 252 mg/dl. Reporter stated that a venous sample was taken at 2 pm. Reporter stated that the patient began to experience a change in mental status at 2:45 pm and received another result of 89 mg/dl. Due to that change in mental status, the patient was intubated. Reporter stated that the lab result was then reported at 35 mg/dl which agreed with a critical care panel result of 35 mg/dl. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.